Manufacturer narrative:
(B)(4). The test strips have been used up and will not be returned.

Event description:
The customer questioned high glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). Based on the data provided, discrepant results were identified between inform ii meter serial number (B)(4) and a different inform ii meter. At 12:43 a.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 424 mg/dl. The patient was tested on a different inform ii meter at 12:49 a.m. And the result was 176 mg/dl. At 1:35 a.m. The patient was retested on the different inform ii meter with a result of 166 mg/dl. The patient had been receiving normal blood glucose results, so staff thought the result of 424 mg/dl was incorrect. There was no allegation that an adverse event occurred. Valid qc was performed on the meter within 24 hours of the event and passed. The test strips were requested for investigation, however, the test strips have been used up and will not be returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.